Event description:
It was reported that the device was found to be in backup mode without defibrillation capability, following therapy delivery. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device reset was confirmed. The reset occurred during delivery of hv therapy. Damage to the hv circuitry was found during analysis. The cause of the damage was not determined.